Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's parent reported via phone call indicating that the customer was hospitalized for diabetic ketoacidosis on (B)(6) 2016 with a high blood glucose level of 600 mg/dl. The customer stated that they had chest pain, and felt nauseated. The customer was treated for their blood glucose with IV fluids. The customer declined troubleshooting the issue. Customer was wearing the pump at the time of emergency room visit. The customer did not return the product back for analysis.